Event description:
The customer reported that the system would go blank prior to exposure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep flashed and reloaded the nodes and adjusted the voltage on the c-arm. The system was tested and found to be working as intended and put back in svc.